Event description:
Ten-days after admission, he was released on (B)(6) 2021.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "ten-days after admission, he was released on (B)(6) 2021."

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. A patient¿s dexcom cgm would not display any values for 60-70 minutes, then the values would display. The patient¿s blood glucose (bg) was elevated during this time and he was admitted to the hospital for diabetic ketoacidosis (dka) and received unspecified medical treatment. Ten-days after admission, he was released on (B)(6) 2021. The sensor had been inserted into his arm at the time of the event. The patient uses an omnipod insulin pump; however, there was no allegation against the omnipod pump. No product or data was provided for investigation. The allegation could not be confirmed and probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. A patient¿s dexcom cgm would not display any values for 60-70 minutes, then the values would display. The patient¿s blood glucose (bg) was elevated during this time and he was admitted to the hospital for diabetic ketoacidosis (dka) and received unspecified medical treatment. Ten-days after admission, he was released on (B)(6) 2021. The sensor had been inserted into his arm at the time of the event. The patient uses an omnipod insulin pump; however, there was no allegation against the omnipod pump. No product or data was provided for investigation. The allegation could not be confirmed and probable cause could not be determined.